Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt failed incoming test. Upon eval, the trunk cable was pulled from the strain relief which damaged the j702 connector (trunk cable connector) inside the distribution node (dn). The root cause of the damaged j702 connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.